Event description:
It was reported that the pacemaker exhibited an overestimated battery life. No programming changes were made. There were no patient consequences, and the patient will continue to be monitored.